Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was admitted inpatient with an alarm. Following interrogation of the pump, it was found that the pump had "returned to safe mode". The pt experienced withdrawal with clonus and twitching. The pump was explanted and replaced. The procedure was unremarkable. The pump was used to deliver lioresal.